Event description:
Patient on sedation holiday and spontaneous breathing trial on vent receiving dialysis. He had a strong cough and the sled machine clotted and leaked at top of filter. Treatment completed based on the tablo hub report. In intensive care unit end stage renal disease, hyperkalemia, type 2 diabetes mellitus; asthma, dependence on renal dialysis, obesity, nicotine dependence.